Event description:
The customer reported that the syringe tubing leaked from the filter while on a patient. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the syringe tubing leaked from the filter while on a patient. There was no patient harm.

Event description:
The customer reported that the syringe tubing leaked from the filter while infusing antibiotics during a patient infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leak from the filter was confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities. Functional testing confirmed leaking from the weld area of the set's filter component. The root cause was determined to be due to a supplier issue of the ultrasonic weld area of the filter.

Event description:
The customer reported that the syringe tubing leaked from the filter while infusing antibiotics during a patient infusion in the nicu. There was no patient harm.